Event description:
It was reported that an oxygen barrier bag was leaking. According to the report, the reporter stated that the leaking was observed during storage, in the fridge waiting for delivery. The solution associated with this event is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was connected to a pressure gauge and placed under water for leak testing with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.